Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The other two proglide devices, referenced, are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices with a 6f sheath after a carotid stent interventional procedure. Reportedly, the suture of the first proglide device was successfully deployed, however, hemostasis was not achieved. The same issue occurred with the suture of a second and third proglide device. A 7f sheath was placed and manual arterial compression was applied in an attempt to obtain hemostasis; however, the patient complained of charley horse (cramping) in the leg. A groin shot revealed no flow past the sheath. The patient was transferred to the operating room where a surgical cutdown and thrombectomy were performed and the groin was closed. The level of anesthesia was changed to general due to the surgical procedure. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.